Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 536 mg/dl. Troubleshooting was performed. The insulin pump passed the prime test, but failed the high pressure test due to insulin leaking during the test. Found that the customer was not connecting the reservoir to the infusion set properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.